Event description:
"Bilateral periprosthetic breast capsular contracture with pain and possible bilateral siliconomas... Surface was irregularly textured. The cavity had a moderate amount of silicone gel bleed." On the right side, there appeared to be a small rupture.